Event description:
Catheter was placed in the left saphenous vein of the pt in 2005. The nurse noticed there appeared to be leaking from the site. While doing the dressing change and flush procedure, leaking around the top of the adapter was noticed. The nurse removed the catheter from the pt and found that it was shorter. An x-ray was performed which confirmed a fragment of the catheter remained in the pt. The nurse practitioner attempted to remove the fragment but was unsuccessful. The pt was taken to the or for surgical removal of the remaing fragment.